Event description:
Healthcare professional also reported right side was "intact" but "tacky over its entire surface. There was no fluid in the implant and the implant was otherwise normal."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one opening curved on the posterior, crease fold and the weight the device within specification. A microscopic analysis was performed which identified, one opening crease sharp on the posterior and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.